Event description:
It was reported that during an interventional procedure, the balance middleweight (bmw) guide wire was removed from the anatomy and observed to be uncoiled at the solder point. There was no reported patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque balance middleweight guide wire noted blood and contrast on the coils, which is consistent with the guide wire being used during a procedure. The shaping ribbon was separated distal to the center solder and the separated portion was not returned. The core was still intact and was not separated. The tip coils were completely stretched out, confirming the reported stretched coils. Scanning electron microscopy determined that the ribbon and tip coil separation may be attributed to ductile overload. A guide wire tip separation of this nature may happen when the tip is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the tip was exposed to forces consistent with those applied through pulling, torquing and/or manipulation and typically a guide wire being over pulled or over torqued would require the tip to be trapped. Any attempts to move the guide wire in a trapped state would have then likely resulted in a separation. The stretched coils also indicates that the distal end of the guide wire may have been trapped causing the coils to unravel and stretch when force was applied. Additional damage such as stretched/pulled coils can occur with attempts to advance or retract the guide wire against resistance, or could be the result of handling, packing, or transport of the guide wire back to abbott. The instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance, failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. No damage to the guide wire was reported prior to use, which would indicate that the damage was likely not pre-existing. No information regarding the anatomy of other devices used in the procedure were reported, which may have aided in the investigation. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records associated with this lot. Based on the reported information a conclusive cause could not be determined for the reported tip separation, but there is no indication of a product quality deficiency. Manufacturing performs a non-destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.